Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasound gastrovideoscope had a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. Based on the investigation results. It was confirmed, that there was a gap between the acoustic lens and ultrasound probe, due to wear/damage caused by an increase in time and use. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.